Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm and motor error alarm. The customer's blood glucose was 22.4 mmol/l at the time of incident. The customer performed displacement test and the insulin pump passed. The customer performed plunger push and the insulin did exit. The reservoir will be returned for analysis.